Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
A consumer implanted for non-malignant pain reported seeing the 006 error code on the patient programmer (pp) on (B)(6). The batteries were replaced but it didn't resolve the issue and the pp would no longer power on. It was further reported on (B)(6) the consumer was in "serious pain." It was reviewed how to turn stimulation on with the recharger but the recharger showed stimulation was on, but the consumer wasn't feeling stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.